Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h11: imdrf device code a051104 captures the reportable event of jaws failure to close.

Event description:
Note: this report pertains to one of two different core dx devices used in the same procedure. It was reported to boston scientific corporation that a coredx biopsy forceps was used in the ln7 during a bronchoscopy procedure performed on (B)(6) 2024. During procedure, the cups failed to close and had uneven opening. A second coredx biopsy forceps was tried and the same problem happened. The procedure was completed with a third coredx biopsy forceps. There were no patient complications as a result of this event. Note: a photo and video of the device outside the patient was provided showing the jaws with uneven opening and failing to close.

Manufacturer narrative:
Block h2 (additional information): blocks d4, e1, e2, e3, h4 and h10 were updated based on the additional information received on july 26, 2024. Block h6: imdrf device code a051104 captures the reportable event of jaws failure to close. Block h11: investigation results the returned coredx biopsy forceps was received for analysis. Visual and microscope inspection revealed that one link was detached from the core wire attachment. Due to this condition the jaws were unable to open and close. Media analysis of a video provided by the account also showed the device being unable to open and close. The reported event was confirmed. Based on the available information, the investigation finding of link detached was most likely generated due to procedural factors such as lesion characteristics, handling of the device, the technique used by the physician, or normal procedural difficulties. Therefore, it is possible that factors and/or conditions related to procedure during the use of the device could have affected its performance and its intended purpose, leading to the reported event. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the directions for use (dfu)/product label.

Event description:
Note: this report pertains to one of two different core dx devices used in the same procedure. It was reported to boston scientific corporation that a coredx biopsy forceps was used in the ln7 during a bronchoscopy procedure performed on (B)(6) 2024. During procedure, the cups failed to close and had uneven opening. A second coredx biopsy forceps was tried and the same problem happened. The procedure was completed with a third coredx biopsy forceps. There were no patient complications as a result of this event. Note: a photo and video of the device outside the patient was provided showing the jaws with uneven opening and failing to close.

Manufacturer narrative:
Block h2 (additional information): blocks d4, e1, e2, e3, h4 and h10 were updated based on the additional information received on july 26, 2024. Block h11: imdrf device code a051104 captures the reportable event of jaws failure to close.

Event description:
Note: this report pertains to one of two different core dx devices used in the same procedure. It was reported to boston scientific corporation that a coredx biopsy forceps was used in the ln7 during a bronchoscopy procedure performed on (B)(6) 2024. During procedure, the cups failed to close and had uneven opening. A second coredx biopsy forceps was tried and the same problem happened. The procedure was completed with a third coredx biopsy forceps. There were no patient complications as a result of this event. Note: a photo and video of the device outside the patient was provided showing the jaws with uneven opening and failing to close.